Event description:
It was reported that the user experienced elevated glucose readings up to 250 mg/dl after a supply change and a meal while using the ilet, with glucose rising and then decreasing after the system delivered corrective doses. Investigation of this case revealed that the event was consistent with hyperglycemia and subsequent correction by the ilet, with no device malfunction identified. No symptoms associated with hyperglycemia. Outcomes included no medical intervention, and glucose returning to target range with continued device use. It was concluded that the event was hyperglycemia of unclear cause, likely related to expected post-meal glucose excursion with appropriate corrective dosing by the device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.